Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the same procedure due to a cloudy white opacity on the lens itself. Account indicated that the issue was noticed after the lens was fully inserted in the eye. Another johnson & johnson iol (same model, same diopter) was implanted without issues. No suture, vitrectomy, or incision enlargement was required. No other medical or surgical interventions were required. The end-user did not seek medical attention. There was no patient injury reported. The patient is doing well post-operatively. No further information was provided.

Manufacturer narrative:
Unknown; requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 14, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the iol revealed that it was received cut into three pieces (one piece missing) and with a haptic detached. The lens could also be observed to be coated in viscoelastic residue. The lens was cleaned and, no issues with the lens were identified. Inspection of the complaint handpiece revealed no issues. The complaint issue ¿dc-inclusions¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.